Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, the photo shows the screw with broken condition. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device lot number: 9l11328, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. The broken anchor can be attributed to procedural variables, such handling of the device or product interaction during procedure, an axial misalignment or bending force was applied to the tip of the device during procedure could cause the broken condition of the screw. However, it cannot be conclusively affirmed. As per IFU, if resistance is felt during the insertion of a milagro br interference screw over a guidewire, stop and confirm that the guidewire is not entrapped. If entrapped, back out the screw and withdraw the guidewire. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in sweden that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2022, it was observed that the 9x23mm milagro advance interference screw device broke upon insertion. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.